Manufacturer narrative:
Device was not implanted. The actual device was not returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete.

Event description:
The user facility reported that the distal tip of the angio-seal device was dented. The angio-seal sheath was inserted into patient's artery. When the operator was about to insert the angio-seal device into the sheath, it was realized that the device was dented at the distal tip. A new angio-seal device was used and it was successfully deployed. Hemostasis was achieved and the patient was reported to be safe.

Manufacturer narrative:
This report is being submitted as follow up no. 2 to provide the completed investigation. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. With no device return the exact cause of the reported event cannot be definitively determined based on the available information.

Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the UDI and the expiration date, provide the device manufacture date, and provide additional information. A review of the device history record of the product code/lot# combination was conducted with no findings.